Manufacturer narrative:
Product analysis the distal segment was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d314drg ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and fracture. During the explant surgery, it was also noted that the lead helix was difficult to extract. As well, the patient's right atrial (ra) lead exhibited fracture and difficulty removing the helix. Both leads were extracted and nothing reimplanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.